Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis (dlk) is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. Dlk is not related to the device. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with stage three diffuse lamellar keratitis in the right eye two days post lasik. Patient was prescribed an oral steroid. Topical steroid drop dosage was increased and a flap lift and rinse was performed. Symptoms were reported to be resolved four days post lasik.